Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument exhibited issues with the tissue getting stuck in the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: two instruments were returned, and the surgical team did not mark the good one vs the broken one, so the customer returned both. The surgeon was able to release the tissue by using another instrument. There were problems removing the instrument through the canula, they used the other bipolar and pinched the teeth closed to remove from the canula, however, the port incision was not increased and the canula was not removed. The instrument was found to have a bent tip and there were no missing fragments at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip causing them to be misaligned. There was a 0.45 mm offset at the tips. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing tip not move smoothly. Additional observation related to customer complaint: the instrument was found to have broken conductor wire at the distal clevis appearing loose causing the grip tips not to open and close correctly and not release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged and the instrument failed the electrical continuity test. The conductor wire was exposed. Components adjacent to the broken wire do not show damage. Additional observation related to customer complaint. The instrument was found to have damaged conductor wire insulation at the distal clevis. The internal conductor wires was exposed. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.